Event description:
This is a revision surgery due to septic mobilization of a smr reverse prosthesis, occurred in italy. The pt had the original surgery performed on (B)(6) 2012: during this surgery, the surgeon implanted a lima smr reverse prosthesis. According to the info provided, the infection started soon after the original surgery. The pt outcome was pain, local skin reddening and fistula secreting. On (B)(6) 2013, the surgeon explanted the whole shoulder prosthesis and applied an antibiotic spacer until healing. During the revision, the surgeon noted the presence of purulent material on all the prosthesis components. The germ responsible for the infection is the (B)(6). The pt is a (B)(6) yo female, diabetic, high-blood pressure suffered and obese.

Manufacturer narrative:
We checked the DHR of all the components explanted; we verified that all of them were regularly sterilized before being placed on the market by limacorporate, therefore, we don't believe that the devices themselves are the cause of the infection. We also received x-rays related to the pre-op and post-op of the revision surgery. The x-rays are not much clear, moreover the presence of an infection is not easy to see by x-rays analysis; we cannot prove the presence of the infection by the x-rays. We did receive neither the explants nor photos of them. We therefore rely on the info provided by the hospital; according to this info, the infection started soon after original surgery, indicating that the (B)(4) entered the pt body during the surgery. This is the most likely cause of the infection. We also believe that the pt condition (she is diabetic, high-blood pressure sufferer and obese) did not help preventing the onset of the infection, as pt affected by diabetes and obesity have an increased risk of prosthetic infection (see the article "infezione di protesi articolari", by dr gianluca russo). (B)(4). Limacorporate will continue monitoring the market.